Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 26oct2018 to assess the test well images in question, which appeared as visually negative for r008. For r003, the test wells in question were visually positive. The camera report was acceptable and no errors were noted in the event log. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question (m01845) on (B)(6) 2018, and determined that it was operating as expected. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.